Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The homecare nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of 258, 141, 193, 299 and 195 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer was not fasting at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with all fasting results obtained.